Event description:
The ge oec 9800 fluoroscopy system displayed intermittent iris pot errors.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a broken high voltage cable that was replaced with a spare to correct the iris potentiometer malfunction. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.